Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to the hardware(drawer) failure. A field service engineer inspected the station and replaced faulty control board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that pyxis medstation es system had drawer failure. Due to this malfunction, customer reported that they were unable to issue the medications to the patient. There were no adverse events or injuries reported based on this event.